Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states the pull tube is bent .

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that no problem was found with the hi-lo motor assembly, so the original complaint issue of a bent motor pull tube was not confirmed.

Event description:
Dealer states the pull tube is bent .